Manufacturer narrative:
The pt's mother reviewed the pump settings and history and confirmed that it was operating properly and delivering as programmed. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the history that would indicated a pump malfunction. The data for the time period of the reported complaint is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.

Event description:
It was reported that the pt was transported to the hospital due to hypoglycemia (42 mg/dl).